Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the right lead was about 6 mm too high off the target. MRI was taken because a second lead was added to the left side vim. No troubleshooting only MRI scan was used. The actions/interventions taken was noted as keeping the stn lead adding second vim for tremor. The issue was unresolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.